Event description:
A customer contacted baxter's technical service center regarding a check pt line in fill 1 of 5 of therapy on the home choice device. The home pt had disconnected from the machine. The service rep had the home pt reconnect and restart fill. The device alarmed again. The service rep had the home pt close and open the transfer set, check the pt line, pull up on the lines, move the clamp down the line and check the drain line. The service rep had the home pt restart fill the home pt disconnected from the machine. The service rep had the home pt end therapy and instructed the home pt to contact nurse for possible contamination. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient.